Event description:
Complainant alleged that while attempting to monitor a patient during an in-hospital transport (age & gender unknown) the device failed to power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.